Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported that while hospitalized and after undergoing a surgery for another indication, the patient experienced peritonitis. On an unreported date, the patient began treatment for the peritonitis with unknown antibiotics (doses, frequencies, and routes not reported). It was reported that the patient¿s pd effluent ¿is now clear¿ and at the time of this report, the patient was recovering from the peritonitis event. No further information was provided regarding whether physioneal therapy was ongoing. No additional information is available.